Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during a post-implant check, lead dislodgement was observed. It was noted that the lead started to lose some capture causing some pausing due to the patients av node ablation. The lead was repositioned. The next day, lead dislodgement was observed again. It was noted that the patient had to be transcutaneous paced through and external defibrillator due to not having and escaped rhythm. The lead was revised. About one week later, the dependent patient experienced syncope, fell and hit her head, and presented to the emergency room where lead dislodgement was observed again. It was noted that the lead was not long enough and that there was not enough slack. The lead was explanted and replaced with no issues.